Manufacturer narrative:
Product complaint#: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # ==> pc (B)(4). Patient code: no code available (3191) used to capture device revision or replacement and musculoskeletal stiffness. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sigma hp revised ( impl will come ) primary surgery : 2016 revision surgery : (B)(6) 2020 cause : radiolys at the tibia tray / loose revised : with tc3 + sleeve femur / tibia + stems other problems : hypertonia active : golf etc.